Manufacturer narrative:
(B)(4). The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It as reported that patient received an alert for long charge time on the device. It was noted that the patient had an rf ablation and external defibrillation earlier this year. Capacitors were tested twice and found to have unacceptably long charge times. Device was explanted and replaced.